Manufacturer narrative:
The event occurred between (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particulate matter. This was identified prior to patient use, at the hospital. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured on may 28, 2022 - may 30, 2022. H10: four (4) devices were received for evaluation. A visual inspection was performed on all the returned samples, an it was noted that white particulate matter inside the fill port interior wall was observed in 1 sample only. The reported condition was verified in 1 sample and not verified in 3 samples. The cause of the condition could not be determined; however, possible cause was due to customer handling or was inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.